Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. The customer's blood glucose (bg) increased to 505 mg/dl. A manual insulin injection was administered to address bg level. Customer changed cartridge and infusion set to address the issue.